Event description:
A doctor reported to a company sales representative that a steady stream of micro bubbles were observed being emitted from the tip of the cutter during surgery. The micro-bubbles stuck to the pseudophakic lens obstructing the surgeon's view. The bubbles were able to be cleared after the cutter was exchanged. There was no patient impact reported. Additional information was requested. This is the second of two reports being filed for this facility.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).